Event description:
It was reported that the customer had the paramedics called 4 times due to having low blood glucose levels. Paramedics were called once in (B)(6) and 3 times in (B)(6). Customer's blood glucose level was 63 mg/dl by the time the paramedics arrived on (B)(6) 2015, so they did not treat her. Customer's blood glucose level was below 20 mg/dl during 2 events in (B)(6). Customer was treated with an IV with sugar solution by the paramedics on (B)(6) 2014 and a glucagon shot by her coworker on (B)(6) 2014. Customer also had a seizure due to her low blood glucose level on (B)(6) 2014. Customer only remembers leaving the hospital. Customer has been working full-time and going to school. Customer was only used to working part-time, so she thinks it may be part of the cause. Customer was wearing the pump during each of these adverse events. Customer called her health care professional to adjust her settings. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.